Event description:
During a follow up call a peritoneal dialysis (pd) nurse reported the pt was hospitalized for a cerebral vascular accident (cva). The pt was transferred to a rehabilitation facility.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.